Event description:
It was reported by service report that the footboard was missing fowler/gatch module labels, and the switches were exposed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results (other) - damaged footboard missing fowler/gatch module labels.